Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction. Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-02012 / 02014).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, patient reported pain and infection. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6), 2005. During post operative monitoring and testing, patient reported pain and infection. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.